Event description:
It was reported that the patient was admitted to the hospital for treatment of cerebral hemorrhage, and after admission, the catheter was removed on (B)(6) 2026, and it was found that fluid could not be withdrawn from the balloon. To rule out the cause, without violence, he was given an immediate replacement of sterile scissors to cut off the end of the balloon in order to remove the urinary catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.